Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was given complete pump reset information and guided through the reset process by technical support. After the reset, the error did not occur again, and the customer successfully started their sensor session.